Event description:
The customer reported that the system left monitor shut off. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.